Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors (mcs) instrument stopped responding. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house is3000 system and it was driven. Recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Engineering found poor cut performance and main tube damage. The scissors did not cut cleanly through .006 latex. The latex was snagged at the scissor tips. The blade edges were undamaged, but the edges exhibited wear at the tips, negatively affecting cut performance. The distal end of the main tube had various scratch marks with light material removal. The scratches were .120 - .330 in length and not aligned with the tube axis. Engineering concluded that the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.